Manufacturer narrative:
Device analysis. A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg record could not be performed as the batch number is unk. A root cause could not be conclusively determined.

Event description:
It was reported that 575 days post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The pt presented emergently with one hr of severe central chest pain radiating to the jaw and back with inferior st elevation and was ruled in for myocardial infarction. There was a 99% mid-right coronary artery (rca) stenosis. The physician successfully delivered a 3.50 x 28mm taxus express2 drug eluting stent to the mid-rca. One day later the pt was successfully treated for a 90% stenosis of the proximal left anterior descending (lad) with a 3.0 x 23mm non-bsc drug eluting stent. The pt was prescribed clopidogrel for at least 6 months and asa following the intervention. Five hundred seventy four days later the pt presented emergently with inferior st segment elevation. He was treated with thrombolytics and achieved successful reperfusion. One day later, tests showed a patent rca with thrombus in the previosly deployed stent with timi-3 flow distally. Two days later, the physician performed a successful rca pci with thrombectomy followed by balloon angioplasty with a 3.5mm balloon of unk type converting the 60% stenosis with thrombus to 0% residual stenosis with timi-3 flow distally. The pt had been off plavix for one year. The physician recommended chronic asa and plavix.